Event description:
It was reported that during an open radical nephrectomy procedure the surgeon fired the first firing with a white reload over the artery and when he observed the firing it had malformed staples. They used another white reload with the device and the second firing was complete. The third firing was with a white reload and fired a partial fire. It is unknown how the case was completed. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one vascular cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.